Event description:
It was also reported that the lead continued to have high pacing impedance, high sensing integrity counters, noise on electrograms and no pacing capture at the highest output. The lead was partially explanted and replaced.

Manufacturer narrative:
Product event summary - the proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The device was reprogrammed and remains in use. The right ventricular lead was also noted to have high pace/sense impedance. The lead parameters at a check were apparently stable. The lead remains in use. No further patient complications have been reported as a result of this event.